Event description:
It was reported that during an in-clinic follow-up, the implantable cardioverter defibrillator (ICD) exhibited unspecified far-field over-sensing. No intervention was reported. The ICD was explanted for an unrelated reason. The patient condition is deceased due to unrelated reasons.